Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the stapler malfunctioned after the firing of the staple load and the surgeon was unable to release jaws off tissue. Steps for manual release were discussed with caller, but decision was made to use a new stapler to make another staple line and cut between the two staple lines. There were no patient consequences.